Event description:
It was reported that prior to a procedure using coblator ii controller, the unit was not operating properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.